Event description:
Procedure type: gastrectomy. According to the reporter: the firing knob was quite stiff during the second and third firings. After firing, the surgeon found the tissue around the stump was torn. The torn part was sutured manually and the procedure was completed. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).